Event description:
It was reported that the pouch of the minicap transfer set was not properly sealed. This was noticed prior to patient use. No patient injury or medical intervention was indicated as a result of this event. No additional information is available. This is report 2 of 2.

Manufacturer narrative:
(B)(4). The device has been received; however, the evaluation has not yet been completed. Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was returned for evaluation. The sample was visually inspected under microscope and the pouch seal was found to be open. The reported problem was verified by the sample evaluation as the visual inspection found the pouch open. Should additional relevant information become available, a supplemental report will be submitted.